Event description:
On the event date, the pt reported experiencing e4 (occlusion) errors and elevated blood glucose of 286-450 mg/dl. Her normal blood glucose range is 120-160 mg/dl. She stated that she switched to backup infusion device. She sated that she changed her insulin cartridge and infusion site and tubing and the errors continued. She stated that she only uses her abdomen as an infusion site and she does have scar tissue. She was educated on alternative infusion sites. The pt was instructed to insert a new insulin cartridge and infusion tubing to the primary infusion device. She was able to prime and bolus without error. She reconnected to her infusion site. Upon follow up three days later, the pt stated that she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.